Event description:
It was reported that during a pta procedure for a fistula, the 0.035" guidewire became caught in the balloon. The wire and the balloon were removed together and access was lost. Another balloon and guidewire were used to complete the procedure. No injury to the patient was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown.